Event description:
It was reported that the handle could not be removed from the base plate trial when the insert trial of #1 9mm and 11mm were used.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.